Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The greater than 80% stenosed target lesion was located in the calcified mid to distal right coronary artery. The physician attempted direct stenting with a 2.75x32mm promus element stent but was unable to cross the target lesion. The physician removed the stent delivery system and observed that the distal end of the stent was flared. Next an unknown manufacturer's 2x10mm balloon was used to predilate the target lesion before a 3x32mm promus element was successfully deployed at the target lesion. No patient complications were reported and the patient's condition is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The greater than 80% stenosed target lesion was located in the calcified mid to distal right coronary artery. The physician attempted direct stenting with a 2.75x32mm promus element stent but was unable to cross the target lesion. The physician removed the stent delivery system and observed that the distal end of the stent was flared. Next an unknown manufacturer's 2x10mm balloon was used to predilate the target lesion before a 3x32mm promus element was successfully deployed at the target lesion. No patient complications were reported and the patient's condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned with the stent dislodged from the balloon and resting with the distal edge of the stent 2mm proximal to the proximal markerband. The balloon was found to have the stent impressions on it and pillowing of the balloon. The stent was damaged and stretched along its entire length. Struts on the distal end of the stent were bunched together. The tip was stretched and kinked. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).